Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of something grinding inside was confirmed. An assessment was performed on the device which found the device to be running roughly. It was observed that the device had corroded bearings, and the internal components of the unit were corroded and worn. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on a canine it was observed that the quick coupling device had something grinding inside. It was noted that the device was grinding for all size wires. It was reported that there was a two minute delay in the procedure due to the event and an unspecified spare device was available for use. There was no human patient involvement this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.